Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR report: 3010617000-2015-00501 for autopulse li-ion battery with sn (B)(4).

Event description:
It was reported that when two li-ion batteries were placed into the multi-chemistry charger, they were able to be fully charged. However, when the same batteries were placed into the autopulse platform, a "replace battery" message was displayed. There was no report of any patient involvement. No further details were provided. Please note that the date of event was not provided.

Manufacturer narrative:
The autopulse battery (s/n (B)(4)) was received at zoll on 04/08/2016 for evaluation. There was no physical damage found upon receipt. During the archive review, no significant discrepancies were recorded. In summary, the reported complaint of receiving message "replace battery" was not confirmed, therefore the root cause could not be determined. The battery was used to perform a run-in test for 31 minutes, without issue. The battery was manufactured in february 2013 and has exceeded its expected service life of three years.